Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the implantable pulse generator (ipg) system, the right ventricular (rv) lead dislodged and was repositioned. It was noted that there was difficult anatomy. The rv lead remains in use. No patient complications have been reported as a result of this event.